Event description:
During a surgical procedure; pt condition not reported to medtronic; staff attempted to deliver a shock with hard paddles. Reportedly, the device indicated paddles off and use of the device was inhibited. The device operator cycled power several times in an unsuccessful attempt to clear the indication. The staff attached disposable defibrillation electrodes to the pt and care was continued. The reporter stated there were no adverse affects to the pt due to the availability of defibrillation electrodes.